Event description:
Reporter is an anesthesiologist. The facilities reporter works at have instituted luer lock needleless IV tubing systems. At one of these facilities the pt is outfitted with one blood pressure cuff in the preop area that then stays on the pt throughout the facility. The tubing from the automatic bap machine is reattached at each stop and then unattached for transit. The luer lock fitting for the bp cuff datex is a 100% perfect fit to the luer lock on the IV tubing. Reporter noticed this before they cycled the bp cuff. If reporter had not noticed, the pt, reporter suspects, would have received a lethal air embolus dose since the principle of the nibp machine is to inflate the cuff with pressurized air. This mixup, reporter suspects, is going on elsewhere and reporter can only beg the FDA to issue an emergency notification to all, informing of this lethal risk and to, in addition, order that no bp cuff be allowed in use if they have compatible luer locks to the now prevalent needleless IV tubing system.